Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The outcome was not considered device or therapy related and the device functioned as intended. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
A2 - patient age: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was communicated that no further information about the patient¿s outcome is able to be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.